Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged along its entire length with stent struts stretched over the distal markerband and the bumper tip. The stent was found to have moved 16mm distally on the balloon. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed proximal end of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found an extrusion kink in the mid-shaft section 95mm proximal to port entry site. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After pre-dilatation was performed using a 2.25mm balloon catheter, a 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Another dilatation was performed but the device was still unable to cross the lesion. The device was removed and the stent was noted to have slightly shifted proximally. Dilatation was performed again and another 2.25 x 16 synergy¿ drug-eluting stent was implanted and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent moved on balloon. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After pre-dilatation was performed using a 2.25mm balloon catheter, a 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Another dilatation was performed but the device was still unable to cross the lesion. The device was removed and the stent was noted to have slightly shifted proximally. Dilatation was performed again and another 2.25 x 16 synergy¿ drug-eluting stent was implanted and the procedure was completed. No patient complications were reported.